Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defective switch. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, switch 4 had wear / did not work due to damage. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, there were no abnormalities in the accessories used for reprocessing, it was unknown if the customer wiped / brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, it was unknown if the air / water nozzle was flushed with the detergent solution, and it was reported that a kaigen washing machine was used. Additional findings include the following: water tightness was lost due to a pinhole on the channel tube, the plastic distal end cover had a dent, the adhesive around the objective lens had a white-clouded area, the universal cord was sticky, the protector of the universal cord on the scope connector side had a scratch, the forceps could not be inserted smoothly due to a dent on the channel tube, the connecting tube had a scratch, the light guide bundle was slipping down, the control unit was dirty due to water leakage, the adhesive on the bending section cover had a white-clouded area / chip, the bending section cover had discoloration, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the scope connector was dirty due to water leakage, and the connecting tube had a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of the event ¿foreign material came out of the nozzle¿ was confirmed. Based on the results of the investigation, the cause of the foreign material that remained in the device could not be specified. Additionally, it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.